Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the is-1 terminal end and the inner coil was deformed near the tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. When placed in the ra, the helix would not extend. Oversensed noise was then observed, the lead also dislodged and there was loss of capture. The physician then tried to remove the lead, but the helix would not retract. Eventually, the lead was successfully removed and replaced without incident. There were no adverse patient effects reported.